Event description:
Patient who presented with non-st-elevation mi was brought to the cath lab for a diagnostic left heart catheterization and possible percutaneous coronary intervention (pci). Pt was found to have disease in a vein graft to his left anterior descending artery (lad), and decision was made to proceed with pci to the saphenous vein graft to lad. After obtaining intravascular imagining via an intravascular ultrasound catheter, and placement of a spider rx 5.0 filter device in the distal vein graft, a medtronic resolute onyx 3.0mm x 30 mm stent was advanced into the lesion within the vein graft. Once stent was in proper location, a deployment was attempted. As pressure was introduced into the stent balloon, the balloon almost immediately ruptured at or about 6 atmospheres of pressure. Upon inspection under fluoroscopy it was observed that the stent was partially expanded and attempts to remove the stent and filter through the guide catheter were unsuccessful. The stent and filter were eventually moved out of the graft and down the aorta into the right femoral arteriotomy, where they were unable to be extracted from the body. Access was obtained in the left femoral artery and a renal sheath along with snare was utilized to remove the stent and filter.